Event description:
Allergan aesthetics received a report of a patient treated mid and lower abdomen with coolsculpting cooladvantage plus coolcore developed paradoxical hyperplasia (ph). Diagnosed on (B)(6) 2022 with paradoxical adipose hyperplasia (pah) by medical professional.

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date.

Manufacturer narrative:
H11-: corrected data: a6, b3, b5, e1, concomitant product.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the mid and lower abdomen on (B)(6) 2022 using a cooladvantage + applicator and presented with paradoxical hyperplasia (pah/ph).

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the mid and lower abdomen on (B)(6) 2022 using a cooladvantage + applicator and presented with paradoxical hyperplasia (pah/ph).

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Changed data: b3. Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 5/26/2023. Clarification to b3 partial date of event: "7 months" post treatment was provided.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the mid and lower abdomen on (B)(6) 2022 using the cooladvantage+ coolcore system applicator(s), who developed paradoxical hyperplasia (ph) after treatment.